Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced low blood glucose on (B)(6) 2026 following smartguard exit after a sensor issue and was treated with dextrose/glucose.